Manufacturer narrative:
This report is submitted on sep 24, 2021.

Event description:
Per the clinic, the patient experienced an infection at abutment site which was treated with oral and local antibiotics (specific date and duration not reported). It was also reported that the patient underwent skin revision surgeries (specific date not reported). However, the issue could not be resolved and abutment was removed on (B)(6) 2021.